Event description:
Fifteen pt samples with discrepant results for multiple assays. Same pt samples used for repeat testing on the same analyzer or another analyzer - same methodology. Sample 1, initial calcium gave 3.6 mg/dl; repeat gave 9.5 mg/dl. Sample 2, initial calcium gave 0.8 mg/dl; repeat gave 8.9 mg/dl. Sample 3, initial calcium gave 4.0 mg/dl; repeat gave 9.2 mg/dl. Sample 4, initial calcium gave 4.9 mg/dl; repeat gave 9.8 mg/dl. Sample 5, initial calcium gave 5.3 mg/dl; repeat gave 8.9 mg/dl. Sample 6, initial calcium gave 6.1 mg/dl; repeat gave 8.8 mg/dl. Sample 7, initial calcium gave 6.3 mg/dl; repeat gave 9.4 mg/dl. Sample 8, initial calcium gave 0.2 mg/dl; repeat gave 8.9 mg/d. Sample 9, initial bicarbonate gave 4.0 mmol/l; repeat gave 22.9 mmol/l. Sample 10, I initial bicarbonate gave 52.7 mmol/l; repeat gave 22 mmol/l. Sample 11, initial bicarbonate gave 0.4 mmol/l; repeat gave 22.4 mmol/l. Sample 12, initial magnesium gave 0.71 mg/dl; repeat gave 3.77 mg/dl. Sample 13, initial total bilirubin gave 32.8 mg/dl; repeat gave 0.6 mg/dl. Sample 14, initial alt gave 2 u/l; repeat gave 23 u/l. Sample 15, initial alt gave 2 u/l; repeat gave 10 u/l. Erroneous results were not reported. The field service representative determined the cause to be a hole in the concentrated vacuum waste tubing, and replaced the tubing. Mechanical and performance tests were performed which were within specifications.